Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead pacing thresholds had increased between device checks and were described as high. No action was taken and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.